Event description:
It was reported that during npwt, the pico 7 15cm x 15cm was working, but all the lights were on as in the picture provided. It is unknown how the treatment was finished. No injury to patient or delay reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As no lot number was provided, a review of the device history records was not possible. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment and was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted all indicator lamps solidly illuminated, confirming the device had entered an error state. This confirmed a relationship between the event and the device. Device performance data confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing or external pressure conditions caused the device to fail. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.